Event description:
The physician successfully implanted a gore excluder bifurcated endoprosthesis. On a follow-up visit, the physician suspected a type I proximal endoleak. An angiogram was performed, but the endoleak was not definitively confirmed to be present. The decision was made to deploy aortic extender device as a precautionary measure.